Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application was unresponsive was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application did not allow interaction with certain functions during device interrogation. It was noted that while it was possible to tap selections on the screen, the application would not always respond depending on the stage of interrogation. It was observed that episodes could be selected but it was not possible to view the associated electrograms (egm), and when attempting to change atrioventricular delays for sensing tests, the numbers would highlight but not update. It was confirmed that the application itself did not freeze but failed to respond to specific selections. Troubleshooting steps were advised to include ensuring the application is completely closed after each use and the host tablet is rebooted daily with a view to resolving the issue. Application version: 4.2.3 host tablet os version: 18.5.